Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient¿s cgm was reading 125 mg/dl and the bg meter was reading 60 mg/dl. The patient felt thirsty and eventually passed out around 11am. The patient¿s wife called for an ambulance and the patient was transported to the hospital. The patient was treated with an unspecified IV. The patient was discharged home 2 days later. The patient was in stable condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4); diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.